Manufacturer narrative:
The insulin pump was received with constant motion sensor test failure error alarm during rewind and motor error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to perform functional testing's including displacement test, rewind, basic occlusion ,occlusion, prime and no delivery tests due to motion sensor test failure error alarm. No unexpected depleted battery error alarm was noted during testing. No cosmetic damage was noted.

Event description:
The customer reported via (B)(6) of motion sensor test failure and depleted battery from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer stated that his blood glucose was 204 mg/dl and he took a correction for lunch. The customer was unable to perform the displacement test because the pump was stuck in motion sensor test failure. The customer was advised to return the pump with battery and zero out the basal rates. The customer will be sent a replacement pump.